Event description:
Preoperatively, it was reported that the pt was diabetic. Pt had a tortuous aorta and systolic blood pressure in the 80's before insertion of the intra aortic balloon. After the insertion, the pt's peak diastolic pressure was less than his peak systolic pressure. The intra aortic balloon was readjusted and the blood pressure became even. Later, blood was noted in the tubing, and the intra aortic balloon was removed. During removal, a piece of plaque was dislodged from the aorta at a point just past the iliac bifircation. There were no pt complications.